Manufacturer narrative:
Examination of the returned pfcsigma ins trl stabl10mmsz4 confirmed the rim is fractured. Significant scratching and gouging was apparent on the insert trial. This would indicate that the item may have been handled roughly, and/or was "in service" for quite a length of time. The root cause is attributed to device wear from normal use and servicing. Based on the investigation findings of product wear from normal use and servicing as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
The doctor was removing the 4x10mm ps sigma trial when a bottom piece broke off.